Event description:
In this event, it is reported that a propex ii eur apex locator was giving wrong measurements. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
While there is no indication that a serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Manufacturer narrative:
Additional information received that penetration resulted. No other injury mentioned. This is a follow up report for this additional information. Investigation: the reporter mentioned "resulting in penetration.", no other injury mentioned. Information from ds china maintenance center: goods issue date: 2017-11. Within warranty: no maintenance record: after the malfunction, there is no maintenance record failure analysis: the possible causes is as follows:1. Poor contact of the measuring cable or lip clip (or contamination resulting in poor contact). This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580. Health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code - 4582. Health effect - impact code - 2199. This is a follow up report to correct this code.